Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The icm was interrogated to restore bluetooth function. The patient had no adverse consequences due to the event.